Event description:
Device 5 of 6. MFR. Reference report#: 1627487-2019-03128. 1627487-2019-03130. 1627487-2019-03131. 1627487-2019-03132. 1627487-2019-03134.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 5 of 6 MFR. Reference report#: 1627487-2019-03128. 1627487-2019-03130. 1627487-2019-03131. 1627487-2019-03132. 1627487-2019-03134. It was reported that the patient began to experience suspected lead erosion. As a result, the patient's pns system was explanted, which addressed the issue.